Manufacturer narrative:
The product and lot number are not available for evaluation; therefore the device history records could not be reviewed. The investigation is on going.

Event description:
The user facility in japan reported capsule damage due to loss of irrigation during aspiration. The planned technique was revised and the iol was implanted although the anterior chamber was not stable. At that point it was noted that the posterior chamber was damaged but there was no evidence of vitreous prolapse. The surgery was terminated to prevent the iol from falling. The patient was then hospitalized and referred to another health care facility the next morning. At this time no further information regarding patient status has been provided.

Manufacturer narrative:
The customer used a device on four cases, while the labeling and dfu indicate the disposable product may only be used one time, root cause was deemed to be user error. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.